Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to having vibrating sensation. Patient did not report any falls and confirmed via x-ray that no migration was observed. To address the issue surgical intervention took place where the ipg was repositioned on (B)(6) 2021. The issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.